Event description:
Reporter indicated a vns patient was experiencing bradycardia during vns therapy stimulation. The physician has "looked very closely at the" chest x-ray, and "cannot see a lead break or disconnection." Additionally, the physician suspects "there is nothing wrong with the vns." Additionally, the manufacturer reviewed the x-rays and the visualized portion of the lead body appears to be void of any gross discontinuities or acute angles and electrode placement appears to be in the correct orientation. No anomalies were identified in the visualized portion of the patient's vns device which could have contributed to the reported events. Good faith attempts have been unsuccessful to date.